Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported by the parent reported that the patient had hypoglycemia and was in the hospital. There was no documentation of further medical evaluation or intervention. Attempts were made by ts and cca np to contact the reporter for more event details; however, she disconnected each of the calls after introduction. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.